Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
It was reported that the patient's battery charger sparked while charging a speech processor battery. The equipment was removed from service, and a replacement was sent. No reports of patient injury are associated with this event. This externals complaint will be investigated by the manufacturer upon receipt of the product.